Event description:
It was reported that an air leak in the needle shaft occurred. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure. During the test phase of preparation, however, a small bubble was present at the end of the needle shaft. The test phase was performed a second time, and the bubble was present again. The needle was replaced with another needle to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device analysis by manufacturer: the needle was visually inspected and no damage or irregularities were noted. The needle was connected to in-house console and the needle was placed in a water bath. A 2 minute freeze cycle was ran. No air bubbles were seen coming from the needle. Bubbles were noted at the black connector indicating an air leak. The connector was disassembled and the distal o-ring was pushed distally into the connector. The proximal o-ring was in the correct position. The incorrect position of the o-ring allowed for return air to leak through the connector due to improper seal.

Event description:
It was reported that an air leak in the needle shaft occurred. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure. During the test phase of preparation, however, a small bubble was present at the end of the needle shaft. The test phase was performed a second time, and the bubble was present again. The needle was replaced with another needle to complete the procedure. There were no patient complications reported.